Event description:
It was reported that during a procedure to treat a saphenous vein graft to the left anterior descending artery, a perforation occurred. The 3.0 x 19 mm graftmaster stent delivery system (sds) was advanced and implanted successfully; however, the perforation was larger than expected. Additional dilatation was performed distally to graftmaster stent and the patient was sent to surgery. The surgery was successful; however, the patient died during the early morning of (B)(6) 2012. It was noted that the cause of death is unknown, but appears to be due to the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.